Event description:
Roche has received the following complaint: "a purchasing supervisor reporting on behalf of technician about a foreign matter in the syringe after drawing up the dose from a vabysmo 6mg vial using the supplied filter needle at the hcp office prior to administration." This complaint is a notification only. Please acknowledge the receipt of the complaint.

Manufacturer narrative:
Pr(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information received roche has received the following complaint: "a purchasing supervisor reporting on behalf of technician about a foreign matter in the syringe after drawing up the dose from a vabysmo 6mg vial using the supplied filter needle at the hcp office prior to administration." This complaint is a notification only. Please acknowledge the receipt of the complaint.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 2117464. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.